Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received on 06/29/2021. On (B)(6)2011 / on (B)(6) 2017, urgency and feels little sensation of needing to void. Voids by the clock. Urinary urgency. Cannot make it to the bathroom in time after getting the urge to urinate. Wears 1-2 pads daily. Urinates every 3 hours. Gets up 2 times at night to urinate. Physical exam did not reveal any mesh erosion but claimant was told by her gyn that she had an area of redness. Continues to have urgency. She notices protrusion from the vagina. No areas of mesh erosion noted on exam. Hematuria, urgency. CT of abdomen / pelvis was negative for any urinary tract abnormality. Leaks when she coughs. Physical exam demonstrated mild urethral hypermobility and small cystocele. Persistent microscopic hematuria. Recurrent sui. Wears 2 mini pads a day for protection. Multiple office visits with mui with urgency. Multiple different medications trailed. Urodynamics ¿ no sui, no detrusor overactivity. Seen at urgent care for uti. Antibiotics prescribed. Oab symptoms returning (urinary urgency with activity), marked sui with cough, improvement in ui after coaptite bulking, has had 2-3 utis since botox and coaptite bulking procedures, not sexually active. Palpable aris/coloplast & restorelle m/mpathy arch at vaginal apex over anterior vaginal wall and underneath midurethra/bladder neck, mui, urinary frequency at night, urinary urgency, grade 3 cystocele, acute/recurrent uti. Cystoscopy, botox detrusor injection performed for oab. Failed medication management. Cystoscopy revealed a poorly supported bladder floor and bladder stones due to incomplete bladder emptying. CT abdomen/ pelvis revealed multiple bladder calculi at the base and within the wall of the bladder base. Ua positive. Obtaining culture for treatment. May have to consider antibiotic suppression if utis continue. Wears poise pads when physically active. Wants to proceed with transurethral bulking injection and extraction of bladder stones. Cystoscopy with bladder stone extraction ¿ litholapaxy . Transurethral bulking injection with coaptite. Post procedural urinary retention. Home overnight with indwelling foley catheter. Incomplete bladder emptying secondary to some urethral obstruction post transurethral bulking injection. Concerns about palpable mesh. Discussion about possible mesh excision to improve the outcome the pop surgery intervention. Claimant does not desire immediate intervention. Recurrent uti. Started on macrobid for suppressive antibiotics. Eventually switched over to hiprex and ellura for suppressive antibiotic management. Seen at urgent care for dysuria. Ua negative. Antibiotics prescribed based on symptoms. Initial consultation with new urogynecology. Poor stream, incomplete bladder emptying, has to bear down to empty bladder x 3 months, recurrent utis, not sexually active, mesh palpated (non tender), grade 2 cystocele, grade 2 rectocele. Uds study. Patient unable to urinate on own after surgery - catheter used. Renal ultrasound obtained to assess history of urinary retention. Patient had over ½ liter retained following her uds. Cystoscopy performed for irritative voiding symptoms. Results negative. Pelvic pain. Surgical options discussed. Plan for a/p repair with use of biologic sling x2, relive and revise mesh, sacrospinous fix, pudendal nerve block, nerve repair with allograft. Irritative voiding symptoms ¿ frequency, urgency, poor urine stream, incomplete bladder emptying, recurrent utis, stage 3 cystocele, stage 2 rectocele, palpated mesh with exam. On (B)(6) 2017, symptomatic cystocele, rectocele, enterocele, pelvic pain with dyspareunia. Bilateral excision of aris/coloplast to retropubic plane, urethrolysis, excision of vaginal portion of restorelle m/mpathy, axis dermis/coloplast used for anterior repair/suburethral sling/bilateral sacrospinous ligament repair, cystoscopy, removal of multiple bladder stones, rectocele repair, enterocele repair, removal/revision of scar tissue from posterior compartment, excision of sebaceous cyst from left posterior compartment, unknown allograft used for nerve repair, bilateral pudendal nerve block with exparel. Intraoperative findings: aris/coloplast found to be markedly taut creating a bandlike effect, urethrolysis required to separate the aris/coloplast from the periurethral tissue, multiple bladder stones, significant scar tissue of posterior compartment 1.5 cm proximal to vaginal introitus with left sided sebaceous cyst. On (B)(6) 2017, urinary retention. Failed voiding trial. Foley replaced. On (B)(6) 2017, passed voiding trial. Foley removed. Abnormal ua. On (B)(6) 2017, pvr 125 ml, sutures palpable/intact, difficulty passing urine, bladder/pelvic pain, dysuria. On (B)(6) 2017, abnormal ua. Pvr 70 ml. Urinary retention, sui. On (B)(6) 2017, bilateral renal ultrasound ¿ normal, pvr 40 ml. Pelvic pain, recurrent uti. On (B)(6) 2017 / on (B)(6) 2019, pelvic/perineal pain. Progressive urinary issues x several years, sui, urinary frequency/urgency/nocturia, urinary retention, poor urine stream, difficulty passing urine, wears 1 pad/day, recurrent utis. Pelvic floor therapy (pft) x 8 sessions completed ¿ still with nocturia x 1-2, urinary retention and difficulty urinating. Recent uti, continued sui, urinary frequency/urgency/nocturia, urinary retention, poor urine stream, difficulty passing urine pvr 80 ml, 175 ml, urodynamics. Bilateral renal ultrasound ¿ possible bladder diverticulum, pvr 38 ml. Continued sui, urinary frequency, urinary retention. Bilateral renal ultrasound ¿ normal, pvr 46 ml. Still with mild sui/oab symptoms. In-office transurethral bulking pvr 80 ml, 450 ml. Unable to void immediately after procedure, claimant requests self-catheterizations. Ed visit ¿ unable to void, unsuccessful with self-catheterization [no report] uti. Foley catheter removed, pvr 350 ml. Urinary retention. Bilateral renal ultrasound ¿ normal, pvr 53 ml. Return of symptoms oab with urinary frequency/urgency, urinary retention, sui with cough/ sneeze. CT urogram ¿ stable dystrophic calcification inferior to bladder, resolved right hemipelvic fluid collection. Thinks she might have a prolapse, uui has improved, but still has sui, wears a heavy pad.

Manufacturer narrative:
H6 code e2402 applied to capture the reported "compromised sigmoid serosa".

Event description:
Additional information received further reported that in december 2020 the patient underwent removal of extensive adhesions with suture repair of a compromised sigmoid serosa. The patient had bowel and lower uterine adhesions.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional information received on 09/17/2021. (B)(6) 2011: uti. (B)(6) 2017: acute cystitis. (B)(6) 2018: acute uti. (B)(6) 2018: acute cystitis without hematuria, low back pain. (B)(6) 2019: uti symptoms. Additional information received on 09/14/2021. (B)(6) 2011 - (B)(6) 2012: uti. Erythematous area anteriorly on vaginal exam- possible mesh erosion. (B)(6) 2015: refractory uui, recurrent but mostly asymptomatic anterior wall prolapse. (B)(6) 2015: cystoscopy, bladder hydrodistention, botox injection under general anesthesia. (B)(6) 2015: pelvic female stress incontinence, pelvic urge incontinence detrusor frequency, pelvic muscle dysfunction, pelvic muscle weakness. (B)(6) 2016: recurrent urinary tract infection, dysuria, urinary frequency, urinary urgency and urinary hesitancy. (B)(6) 2018: uti, dysuria, frequency. (B)(6) 2018: ed visit ¿ unable to void, unsuccessful with self-catheterization uti. (B)(6) 2019: suprapubic, abdominal pain, urinary incontinence [noted in record that claimant was involved in an mva 2 weeks postoperatively for mesh removal which is thought to have caused some complications]. (B)(6) 2019: calcifications in bladder wall, stones in bladder, chronic recurrent urinary tract problems. (B)(6) 2019: urinary incontinence without sensory awareness. (B)(6) 2020: abdominal discomfort and pain/pelvic pain. (B)(6) 2020: dysuria, chronic lower abdominal pain with bladder stones. (B)(6) 2020: uti (B)(6) 2020: bladder stones- multiple stones (0.5-1 cm in size) mostly located in the trigone region. Persistent low pelvic/abdominal pain, uti, vaginal calcifications likely secondary to mesh extrusion, and asymptomatic stage ii prolapse. (B)(6) 2019: small calcifications/bladder calculi - posterior bladder wall and lumen of bladder. Associated bladder wall calcifications. (B)(6) 2020: urinary frequency. (B)(6) 2020: continued persistent abdominal pain. (B)(6) 2020: bladder stones located in dome area. (B)(6) 2021: atrophic vaginitis, recurrent utis. Additional information received on 07/15/2021. (B)(6) 2020 - cystoscopy, laser removal of multiple bladder stones (calcifications) [no report]. (B)(6) 2020 - chronic abdominal/pelvic pain, chronic bladder and vaginal stones (calcifications) since (B)(6) 2011 aris/coloplast & restorelle m/coloplast implants (B)(6) 2020 - vaginal examination with removal of multiple vaginal stones (calcifications), cystoscopy, intraoperative conversion to robotic assistance for removal of extensive adhesions with suture repair of compromised sigmoid serosa intraoperative findings: some bladder calcifications particularly in bladder dome and multiple areas of vaginal calcifications both findings are consistent with prior (B)(6) 2011 aris/coloplast & restorelle m/coloplast implants, extensive bowel/lower uterine adhesions, area of compromised sigmoid serosa (sutured).

Event description:
As reported to coloplast, though not verified, subsequently additional information received further reported that the patient with this device experienced mixed urinary incontinence, atrophic vaginitis, an anterior wall apical-spanning foreign body remnant anchoring bilaterally to the sacrospinous ligaments in the vagina, and recurrent anterior / apical prolapse amenable to vault suspension with autologous fascia versus synthetics dependent on if the explanted mesh was exposed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced multiple severe and painful personal injuries, including but not limited to, cystocele, rectocele, enterocele, pelvic pain, dyspareunia, and painful surgical intervention to explant the device. It was reported that the patient will likely need continuing and future medical care and treatment, including additional corrective surgery or surgeries. The patient has chronic pelvic pain, and severe and permanent physical injuries.